Event description:
The reporter stated that during a spinal surgery procedure using the coral spinal system (a fusion implant system indicated for the correction and stabilization of the lumbar or lower region of the spine), the connector was being fitted onto rods and broke. The surgery was completed using spare instruments that were available. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.